Event description:
It was reported that the pt experienced continual problems with nausea and metallic taste. The pt stated that from (B) (6) 2004, he went into the hcp office twice a week to have the dosage increased. The pt noted that since the time of implant, it never helped in controlling his pain. In (B) (6) 2004, a dye study was done and showed the catheter was kinked. The pt had a revision to correct the kink. The pump was also replaced at that time. After the revision, the pt continued complaints of no pain relief. The drug in the pump began with morphine and then was changed to dilaudid and clonidine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).